Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen pain - cramping'), menorrhagia ('menorrhagia'), device dislocation ('no right essure coil seen'), premature rupture of membranes ('spontaneous rupture of membranes') and pregnancy with contraceptive device ('pregnancy at 37 weeks') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity, diarrhea, miscarriage (1991, 2011), cesarean section, pain in extremity, foot fracture and seizure. Concurrent conditions included amenorrhea, vomiting, gestational diabetes, throbbing pain, swelling nos, osteoporosis, vitamin d deficiency, pain in heel, tenosynovitis and tobacco abuse. Family history included anemia. Concomitant products included cetirizine hydrochloride (procet), fluoxetine hydrochloride (prozac) until (B)(6) 2015, hydrocodone, ibuprofen, naproxen (motrin), paracetamol (acetaminophen), ropivacaine hydrochloride (naropin) and vitamin d nos (vitamin d) since 2015. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), dysmenorrhoea ("dysmenorrhea(cramping)\pain worse during cycle") and back pain ("lower back pain"). In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions - underarm back and neck") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced depression ("depression"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2018, the patient was found to have blood iron decreased ("blood or heart disorder/condition ¿ low iron"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), premature rupture of membranes (seriousness criteria medically significant and intervention required), hypothyroidism ("autoimmune disorder: low thyroid"), abdominal distension ("bloated"), complication of device insertion ("they had difficulty placing the right one"), rash papular ("red bumps underarm back and neck") and mood altered ("mood change") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (d&c, hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy, dilation and curettage). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, menorrhagia, vaginal haemorrhage, rash, fatigue, abdominal distension and rash papular had resolved, the device dislocation, premature rupture of membranes, pregnancy with contraceptive device, hypothyroidism, migraine, headache, blood iron decreased, dysmenorrhoea, vaginal discharge, weight increased, back pain, complication of device insertion and mood altered outcome was unknown and the depression and alopecia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, blood iron decreased, complication of device insertion, depression, device dislocation, dysmenorrhoea, fatigue, headache, hypothyroidism, menorrhagia, migraine, mood altered, pregnancy with contraceptive device, premature rupture of membranes, rash, rash papular, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: spontaneous rupture of membranes. Current weight: 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion; on (B)(6) 2013: bilateral tubes occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs received: event: red bumps underarm back and neck, mood change were added. Reporter added. Event outcome were updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen pain - cramping'), menorrhagia ('menorrhagia'), device dislocation ('no right essure coil seen'), hypothyroidism ('autoimmune disorder: low thyroid') and pregnancy with contraceptive device ('pregnancy at 37 weeks') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included obesity, diarrhea, miscarriage (1991, 2011), cesarean section, pain in extremity, foot fracture and seizure. Concurrent conditions included amenorrhea, vomiting, gestational diabetes, throbbing pain, swelling, osteoporosis, vitamin d deficiency, pain in heel, tenosynovitis and tobacco abuse. Family history included anemia. Concomitant products included cetirizine hydrochloride (procet), fluoxetine hydrochloride (prozac) until (B)(6) 2015, hydrocodone, ibuprofen, naproxen (motrin), paracetamol (acetaminophen), ropivacaine hydrochloride (naropin) and vitamin d nos (vitamin d) since 2015. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), dysmenorrhoea ("dysmenorrhea(cramping)\pain worse during cycle") and back pain ("lower back pain"). In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions - underarm back and neck") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced depression ("depression"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2018, the patient was found to have blood iron decreased ("blood or heart disorder/condition ¿ low iron"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), hypothyroidism (seriousness criterion medically significant), abdominal distension ("bloated"), complication of device insertion ("they had difficulty placing the right one") and premature rupture of membranes ("spontaneous rupture of membranes") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (d&c and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, menorrhagia, vaginal haemorrhage and rash had resolved, the device dislocation, hypothyroidism, migraine, headache, blood iron decreased, dysmenorrhoea, vaginal discharge, weight increased, back pain, pregnancy with contraceptive device, complication of device insertion and premature rupture of membranes outcome was unknown and the depression, fatigue, alopecia and abdominal distension was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the children's health. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, blood iron decreased, complication of device insertion, depression, device dislocation, dysmenorrhoea, fatigue, headache, hypothyroidism, menorrhagia, migraine, pregnancy with contraceptive device, premature rupture of membranes, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: spontaneous rupture of membranes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion; on (B)(6) 2013: bilateral tubes occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: medical records received: reporter information, patient demography, lab data, medical history and concomitant drug was added. New events " pregnancy with contraceptive device, device ineffective, complication during insertion, device migration, spontaneous rupture of membranes" were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen pain - cramping'), menorrhagia ('menorrhagia') and hypothyroidism ('autoimmune disorder: low thyroid') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concomitant products included fluoxetine hydrochloride (prozac) until (B)(6) 2015 and vitamin d nos (vitamin d) since 2015. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), dysmenorrhoea ("dysmenorrhea(cramping)\pain worse during cycle") and back pain ("lower back pain"). In (B)(6) 2012, the patient experienced rash ("rashes or skin conditions - underarm back and neck") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced depression ("depression"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2018, the patient was found to have blood iron decreased ("blood or heart disorder/condition ¿ low iron"). On an unknown date, the patient experienced hypothyroidism (seriousness criterion medically significant) and abdominal distension ("bloated"). The patient was treated with surgery (d&c and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, menorrhagia, vaginal haemorrhage and rash had resolved, the depression, fatigue, alopecia and abdominal distension was resolving and the hypothyroidism, migraine, headache, blood iron decreased, dysmenorrhoea, vaginal discharge, weight increased and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, blood iron decreased, depression, dysmenorrhoea, fatigue, headache, hypothyroidism, menorrhagia, migraine, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: pfs received. Reporter and patient demographics were added. Medical history, concomitant and lab data added. Updated suspect drug indication. Event injury deleted and new events lower back pain, vaginal bleeding, menorrhagia, depression, autoimmune disorder, low thyroid, rashes or skin conditions - underarm back and neck, migraines, headaches, blood or heart disorder/condition ¿ low iron, dysmenorrhea(cramping), vaginal discharge, fatigue, weight gain, hair loss and lower abdomen pain ¿ cramping added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.